Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump had no forward flow. Blood loss of less than 400 cc. There was a 10 minutes delay. Product was changed out. Product was completed successfully. The patient was cross-clamped and was perfusing at 4.3 l/min. Shortly thereafter there was no patient forward flow yet the centrifugal pump still had over 3000 rpms. The perfusionist proceeded to troubleshoot the centrifugal pump and asked the surgeons to manipulate the cannulas as he felt the problem may have came from the surgical field via cannula obstruction, clamp or kinkage. Surgeons explained it was not coming from the field. It was attempted to use the hand-crank and could not initiate forward flow to the patient. It was also attempted to use the initial centrifugal disposable pump on a stand-alone sarns centrifugal pump with still no forward flow to the patient. Lastly, they switched out the disposable centrifugal pump, still could not produce forward flow to the patient, yet it was witnessed that they had forward flow within the perfusion circuit to de-air the second disposable centrifugal pump. The aortic cross-clamp was removed and repositioned and forward flow was able to be initiated. The patient¿s nonin cerebral saturation monitor remained normal during this entire process and the mean arterial pressure dipped into the 40's. The low-level alarm nor the retrograde flow alarm activated since there was sufficient volume in the venous reservoir as well as rpms from the centrifugal pump for forward flow.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 10, 2018. (B)(4). The complaint sample was not returned and the reported lot number does not exist; therefore formal investigation could not be completed and a definitive root cause was not able to be determined. It is possible that the pump had not been properly set up on the drive motor, causing forward flow to stop or downstream occlusions could have impeded the flow produced by the centrifugal pump. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.